Event description:
It was reported that during a mitral valve procedure, the aortic clamp balloon lost pressure. The balloon was removed and a hole near the tip was noted.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation, will be submitted in a supplemental 3500a form.